Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device is still positive for nontuberculous mycobacteria (ntm) and a supplemental water sample was collected by customer from the hose used to fill the heater cooler and found the hose positive for nontuberculous mycobacteria (ntm) with a 10 cfu/ml count. Furthermore, through an analysis conducted by livanova r&d department, carbon filter used by the customer for water is not an antibacterial one and it is not possible to guarantee equivalence with pall filter indicated in the device instructions for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See intial report.

Manufacturer narrative:
Based on the information above, the h2o2 check schedule and the use of a non-approved activated carbon tank are practices performed which are not in accordance with the device instructions for use, and this deviation may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium mucogenicum post-disinfection procedure. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) missouri. Through follow-up communication livanova learned that, the device is cleaned and disinfected regularly as per the instructions for use. H2o2 is added when the water in the tanks is changed (each 7 days). When the device is not used, it is stored drained. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected. 3t aerosol collection set is replaced every 7 days since its installation. The device is placed inside the operation theatre during use, with the fan positioned opposite to patient. Patient single-use blankets are employed. H2o2 checks are not done daily but only from monday to friday. An activated carbon tank, 1 micron, 0.2 micron is used instead of the disposable pall-aquasafe water filter with 0.2 m membrane and it is replaced every 6 months/1 year. The sink water was not tested. A livanova field service representative was dispatched to the facility to perform an endoscopy of the device tanks. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.